Event description:
It was reported that it took 20 minutes to prime one 250cc cassette due to occlusion issues. Per reporter, there was no air in the bag, and no closed system transfer device attached. Per reporter, they removed and reattached several times but the issue was not resolved. Reporter stated that, on the 100 ml cassette, the green flow stop button seems to protrude higher above the edge of cassette than on the 250 ml version and indicated potentially the pump depresses the flow stop further and opens the flow further. This issue was discovered during setup at clinic. There was no patient involvement.

Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 6022102 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.